Event description:
Cataract. Case description: this solicited report received from the swedish medical agency, reported as "catarct", concerns a pt using novopen 3 (insulin delivery device), novo rapid (insulin aspart) and lantus (insulin glargine) for diabetes mellitus. Medical history included hypothyroidism treated with levaxin (levothyroxine). In 2003 the pt was diagnosed with diabetes mellitus and treatment with novorapid and lantus was initiated. Five months later bilateral contaract was discovered and castaract operation was performed on both eyes. It was reported that some years ago to the pt visited an optician and was seeing well wtih correcting eyeglasses. The pt is not yet recovered. It is also reported that now the pt is undergoing analysis for disturbance of their calcium balance. Company comment: chronic elevation of blood glucose in disbetes plays a critical role in the development and progression of major diabetic complications. Prolonged exposure to elevated glucose causes both acute reversible changes in cellular metabolism and long-term irreversible changes in stable macromolecules. Early intensification of insulin therapy reduces the risk of the retinopathy and contaract development in later course of the disease. Comment: it can not be ruled out that the event can be caused by insulin treatment even though a cataract can be seen in conjunction with diabetes debut.